Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer received a cartridge alarm 19 while loading a cartridge. Another cartridge was loaded and insulin was resumed. The customer could not recall if the blood glucose level was impacted.